Event description:
There was an allegation of questionable lithium results from the cobas c 503 analytical unit. Sample 1 initial result was 1.49 mmol/l. The doctor questioned the result, and the sample was repeated, with a result of 0.708 mmol/l. Sample 2 initial result was 0.96 mmol/l, and the repeat result was 0.57 mmol/l. On 10-oct-2025, sample 3 initial result was 1.21 mmol/l, and the repeat result was 0.53 mmol/l.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer replaced the reagent probe and verified that the analyzer was performing within specifications. The investigation determined that the service action resolved the issue.